Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Action taken with dianeal therapy was not reported. At the time of this report, it was unknown if the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.